Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited chronic high out of range pacing impedance measurements. Threshold measurements were also noted to have increased. An invasive procedure was performed. It appeared that the helix mechanism had not been fully extended at the initial implant. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.